Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: ng, inratio: 2.5, reference: 5.0, mean: 3.75, confidence limits: 2.2-5.3, result: pass. Date: (B) (6) 2010, inratio: 1.9, reference: 5.3, mean: 3.60, confidence limits: 2.0-5.0, result: fail. No information provided with regard to time disparity between inratio test and laboratory reference method result. No specific date/time of testing or exact reference result reported for earliest set of testing results. Estimation of initial reference result made in accordance with customer recollection for the purpose of result comparison. The mean of the inratio meter and comparative system inr were calculated. Passing criteria for testing accuracy is not met for results obtained (B) (6) 2010, and the values are discrepant beyond the documented variability for pt/inr testing. Returned product will be investigated in accordance with complaint when received. Comparative sample testing performed with retained strips lot #225323 (strip (B) (4)). Sysmex result for first donor is above 2.0. The minimum of 2 out 3 replicates for each donor are within the acceptable bias variance of +/-1.0. Sysmex result for second donor is below 2.0. The minimum of 2 out 3 replicates for each donor are within the acceptable bias variance of +/-0.5. No further action is required. Functional testing was performed with failing results on the external power test. Conclusion: confidence limits were derived from mean calculation of comparison test data. Both inratio and reference values fall outside the limits in one of the two inratio and reference comparison tests. Accuracy test was performed with meter in complaint. Lab test results are within ranges of accuracy criteria. Meter functional test resulted in external power test failure; it indicated meter circuit damage. Physical inspection revealed contamination on heater control circuit but damage did not affect lab tests. There is insufficient information to determine the root cause of customer's test result discrepancy. (B) (4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.9, lab: 5.3. Two weeks ago: inratio: 2.5, lab: 5.x (did not know exact number). Customer reports that they are bruising easier and more often.